Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence due to urethral hypermobility and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient underwent a mesh revision and removal on (B)(6) 2004. It was also reported that the patient underwent mesh revision on (B)(6) 2011 to remove exposed and eroded mesh. It is reported that the patient underwent excision of mesh and injection of co-apatite on (B)(6) 2012 due to incontinence, pain and dyspareunia. It was reported that at the completion of this surgery the patient was kept in the operating arena do to vaginal bleeding and the fibrotic band under the urethra was removed. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016.